Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was 538 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had insulin flow blocked alarm. Customer states the insulin did not exit. The device will not be returned for analysis.